Event description:
The customer reported to olympus the evis exera gastrointestinal videoscope had blue scratches on the distal end of the camera. The reported issue was discovered during an unknown procedure. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was foreign material in the air/water tube and in the air/water cylinder which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed however, during the evaluation it was observed that the light guide lens had a crack. Additionally, it was observed that the adhesive around the light guide lens had a chip. Upon further inspection, it was observed that there was whitish foreign material inside of the air/water tube and in the air/water cylinder. This finding was due to insufficient cleaning of the scope or handling problem. It was observed that water tightness was lost due to a crack on the grip and due to damage on the channel tube. It was also observed that the suction, air, and water cylinder had no color. It was observed that the insulation resistance value at the distal end did not meet the standard value due to a chip on the plastic distal end cover. It was also observed that the bending angle in the down direction did not meet the standard value due to wear of the angle wire. It was observed that the adhesive around the objective lens has a chip. It was also observed that the adhesive on the bending section cover had a crack. Lastly, it was observed that the connecting tube had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Updated: updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water tube and cylinder appeared to be a whitish material but otherwise could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that could contribute to the retention of foreign material and the facility device reprocessing was confirmed to have been performed in accordance with the IFU, however, the issue was likely the result of insufficient cleaning/reprocessing. Reprocessing survey info: a. Any malfunction of reprocessing accessories? No. B. Delay of pre cleaning? No. C. Delay of manual cleaning (if delayed, pre soaking is required)? No. D. Air / water flush during pre cleaning? Yes. E. Detergent flush during manual cleaning? Yes. Olympus will continue to monitor field performance for this device.